Manufacturer narrative:
The reported events of dislodgment, muscle stimulation and failure to capture could not be confirmed. Final analysis found no anomalies with the exception of the inner helix being stretched out of specification due to procedure. Device function testing returned normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient felt twitching in their groin post-implant procedure. Device check revealed high capture threshold exhibited by the patient's atrial leadless pacemaker (lp). X-ray revealed that the lp had dislodged and traveled to the liver. The lp was explanted and replaced. The patient was stable.